Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) did not passing safety disc leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site in was shortened due to field character limit; the full name is (B)(6). Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse determined that the customer was using the wrong plug to run leak tests. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) did not pass safety disc leak test. There was no patient involvement,.